Manufacturer narrative:
(B)(4). Batch # p9457j. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a diagnostic laparoscopy procedure the tissue pad burned off after the device had been in use for part of the procedure. No piece of the tissue pad fell off of the device. Procedure was completed with a ligasure device. There were no patient consequences reported.